Manufacturer narrative:
Samples not available for evaluation. Customer discarded samples. (B)(4).

Event description:
The baxter sales representative (bsr) reported on behalf of the customer that the facility had an issue with baxter's secondary set (2h7462) becoming disconnected from baxter's viaflex containers, which caused the chemotherapy medication to spray. According to the bsr, the lot number of both the set and dextrose bag involved in this incident are unknown and samples are not available for this specific event. This event occurred around (B)(6) 2010. The customer stated that the nurse spiked the bag; it was loose and disconnected from the bag. This caused the port to be open and chemotherapy to leak and flow out of the bag. In january 2010, the facility switched over to new baxter tubing. Prior to that, they were using b braun tubing. According to the customer, the baxter spike is shorter and it is tiered, which b braun's is not. They were informed by the bsr that because the spike is tiered, the spike does not have to go all the way into the bag (only the first hub). The customer explained that they were never given in servicing when they switched over to the new tubing. Customer believes that although this could be related to spiking technique, it most likely is not, as the nurse involved (name not given) is experienced and knows how to spike a bag. The facility's chemotherapy spill protocol is as follows: wash with soap and water and change effected clothing. The nurse who was splashed with chemotherapy is reported as being fine.

Manufacturer narrative:
(B)(4). Device evaluation: a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. A label review was performed and although it does not contain warnings specific to the reported problem, the label contains appropriate cautions, warnings and directions for use. If additional information or samples become available, a follow-up report will be submitted.